Event description:
It was reported that during meniscal repair, the first anchor deployed normally but when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device went down without resistance and did not deploy the second anchor even after several attempts. A backup device was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needles or were returned for examination. The actuator is in its t2 post deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.